Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had malfunction of zoom enlargement. Inspection and testing of the returned device found that foreign objects came out of the distal end due to clogging of the jet tube. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the zoom did not work smoothly due to damage to the zoom charge coupled device unit. The bending angle in the up direction and play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and the scope cylinder was shaved. The suction volume did not meet standard value as the scope cylinder was shaved. The up/down knob had corrosion and the paint on the air/water cylinder was peeled. Switch 1 had wear and the scope connector was deformed. The adhesive around objective lens was peeled and the plastic distal end cover had a dent. The connecting tube had a scratch, a wrinkle and peeling coating. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the foreign material remaining in the device could not specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.